Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Patient reported "deformation," "dents," "pressure," "pressure pain even when touching breasts lightly," and "general feeling of unease, panic." Patient additionally reported "can't sleep on belly," "can't sleep at night," "shortness of breath" which have been deemed not related to the device. Patient additionally reported rupture. The device remains implanted. This record represents the right side.